Event description:
It was reported that the event involved a female pt while in the intensive care unit. The intra-aortic balloon (iab) was inserted through the teflon sheath via left femoral artery with no report of any resistance met. Approx 23 hours after pumping was initiated, the pump gave a helium leak alarm and blood was observed in the gas driving tubing. As a result, the iab and sheath were removed as one unit together successfully. The iab was not replaced since the pt condition was stable. There was no report of pt death, complications or injury. No medical/surgical intervention was required. No delay or interruption in therapy was noted. The pt outcome is good.

Manufacturer narrative:
(B)(4). F/u report will be filed if additional info becomes available.